Manufacturer narrative:
A boston scientific technical services consultant noted that the measurement tables show actual, good measurements for the day in question. The consultant discussed that the measurements are on a twenty-one hour clock cycle, so it is possible to have two measurements in one day, and that the second one overwrites the first. Additionally, the consultant discussed the possibility of electromagnetic interference (emi) causing the reported observations. The caller will discuss the clinical observations with the patient's physician and stated that since all other measurements are stable and good, they will most likely continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range pacing and shocking impedance on the right ventricular (rv) channel. There were also several atrial tachycardia response (atr) events and subtle noise on all three channels from that same day. The caller stated that the patient had undergone an ablation procedure that day. No adverse patient effects were reported.